Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (dc-dc code 7). The device was not disabled.no patient adverse events were reported. No known surgical interventions were reported to date.